Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010,product type: catheter. Product ID: 87 31sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that patient had experienced a lack of efficacy that had been an ongoing issue. It was stated that diagnostic studies did not show issues with the catheter. As of the date of this report patient was given a bolus was given today of 100 mcg via lp. Healthcare provider believed that the patient may be getting some drug; however had was not confident in the catheter. Drug delivered via the device was gablofen (baclofen). Hcp indicated the event due the catheter unknown cause and suspected a slow leak; however the residual volume was correct. Patient had ongoing spasms not controlled with pump. No intervention was planned as of yet.